Event description:
It was reported the patient presented after received patient notifier for out of range high voltage lead impedance measurement. Increasing the upper monitoring bound was recommended and patient will be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.